Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Foreign material in the nozzle could not be identified, there was physical damage where the foreign material was found. The presence of foreign materials was attributed to incomplete reprocessing due to kinks in the channel. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) sections below: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of a failed adenosine triphosphate test was not confirmed. The scope passed the dunk test. In addition, the forceps cover was missing silicone adhesive. There was a chip at the probe rubber. The bending section cover glue was cracked. The biopsy channel had multiple kinks and scrap marks near the distal end. The switch button 1 had a pinhole. The control knob up/down movement was loose. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had a difficult time getting cleaned. The facility washed the scope 3 or 4 times and ran it in the machine multiple times before it passed. The scope failed an adenosine triphosphate test (atp). The intended procedure had a therapeutic purpose. There was no report of patient harm associated with this event.